Event description:
It was reported that the patient presented in clinic for follow up after receiving successful shock therapy. Patient was shocked due to atrial fibrillation with a rapid ventricular response. Low hv lead impedance was observed. Externalized conductors were noted via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.